Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was caused by the unaware of the functionality. The technical support specialist unable to contact customer. Multiple attempts were made to reach customer but no response. The system functioned as intended as the technical support specialist troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system bh-a2-2 screen goes to next med. They pull up the patient and choose the first medicine that machine opens the door and the screen goes to the next med so they can't see the current med. The customer stated that the malfunction was occurred when they trying to issue medication to patient and there was no delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.